Manufacturer narrative:
The air gas module was checked. A sealing ring at the gas inlet of the air gas module was found to be damaged. After the sealing ring was replaced, the ventilator was tested, passed pre-use check and was cleared for clinical use. A picture of the damaged sealing ring was provided, which was not returned for investigation. Leakage from the gas modules will be detected during pre-use check. The root cause of the reported air leakage was the damaged sealing ring. How it became damaged is not known.

Event description:
It was reported that during installation, an air leakage was noted from the air gas module. There was no patient involvement. Manufacturer's ref #: (B)(4).